Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 475 mg/dl. The customer alleged that the pump was not delivering insulin properly. Additionally, the insulin gauge fill estimate was fluctuating. Upon follow up, the customer indicated that the issues were resolved and declined to provide additional information regarding the issues.